Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure stent damage occurred. The target lesion was the 90% stenotic, calcified lesion of the atrioventricular branch and posterior descending artery. A 2.5x20mm taxus express2 drug eluting stent did not cross the lesion. When the device was removed from the pt it was found that the edge of the stent was lifted. The procedure was completed with a 2.5x12mm taxus express2 stent. Balloon angioplasty was performed and the procedure was completed. There were no pt complications and the pt was reported to be "good".